Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor of an angio-seal device was already exposed. The anchor was already exposed before the carrier tube was inserted into the insertion sheath. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was (percutaneous coronary intervention) pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There was no reported blood loss. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The device was returned with the plastic bag and carrier tube assembly. The poly-foil pouch and bypass tube was not returned for evaluation. Visual inspection revealed that there was a deformation identified at the carrier tube assembly and that the carrier tube was kinked. The anchor was exposed. No anomalies were noted on the anchor. No dimension or functional testing was performed because the bypass tube was not returned for analysis. There is no evidence that this event was related to a device defect or malfunction. Without the bypass tube and poly-foil pouch being returned for evaluation, the exact cause of the reported event cannot be definitively determined based on the available information.